Event description:
It is reported that a customer received no delivery alarm on their insulin pump. The patient's blood glucose level was 117 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was advised to change the reservoir and infusion set to resolve the issue. The customer was reminded to call the help line if they encounter the issue again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.